Event description:
Pt reported high blood glucose (600 mg/dl). Pt delivered an unk amount of insulin. They called the paramedics, and upon their arrival, their blood glucose measured 400 mg/dl. Pt was treated with intravenous fluid (contents unk), and transported to the hosp. Their blood glucose measured 37 mg/dl at the hosp. Pt was treated with juice, and continued on intravenous fluids. Pt remained in hosp for 2 days. Pt has switched to insulin injections.